Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported pericardial effusion appears to be related to procedural conditions. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4. First steerable guide catheter (sgc lot: 40416r1087) used was damaged during preparation on the hemostasis valve by non-abbott equipment. A replacement sgc (lot: 40529r1008) was then used. First transeptal puncture attempt was difficult so a new transeptal puncture was chosen. The mitraclip procedure proceeded. After about twenty minutes, pericardial effusion was observed. The procedure was aborted and pericardiocentesis was performed. The mr remained unchanged.